Event description:
It was reported that during a surgical procedure on (B)(6) 2013 the ao reaming attachment did not move when tested. A spare device was used to complete the procedure. No further information is available. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per pmrm and fs-932. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #2520274-2013-01737.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.